Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 458 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Elevated bg was addressed by manual insulin injection. Customer went to the emergency room for the elevated bg and ketones. Customer was treated with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released 6 hrs later with a bg value of 221 mg/dl. Reportedly, the cartridge had been in use for more than 48 hours with humalog insulin. Tandem technical support (tts) educated the customer on insulin labeling. 4 hours after being discharged the customers bg read ¿high¿ on the continuous glucose monitor graph. Reportedly, the customer had eaten dinner after being discharged. Elevated bg was addressed by a manual insulin injection. Upon follow up with tts on (B)(6) 2021 the customers bg was 123 mg/dl.